Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, shell, lot # unk; item # (B)(4), head, lot # unk; item # (B)(4), taper, lot # unk; item # unk, liner, lot # unk. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient received a corticosteroid injection due to trochanteric bursitis pain approximately six months later.